Event description:
It was reported that signal loss occurred. On 02/13/2024, the patient reported that he had been experiencing frequent signal loss between the dexcom device and his tandem insulin pump across multiple sensors. The patient alleged that his insulin pump was not able to deliver insulin properly due to the loss of connection with the dexcom device. The patient began experiencing vomiting and abdominal pain; therefore, he went to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka). The patient could no longer remember what medication or treatment he received at the ER (other than receiving ¿ivs¿), nor how long he was there before being discharged home. The patient was in good condition at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.